Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed fine noise on the ventricular rate/sense channel which resulting in inhibition of pacing. No adverse patient effects were reported. The noise appeared to occur after paced atrial events. Therefore, programming changes (decreased sensitivity, decreased atrial output, increased blanking period) were made.